Event description:
Meter name: one touch basic, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: none. A patient reported they were treated by emt. Their meter allegedly was missing segments. The result on their meter was 187 mg/dl. The result on the emt meter was 32 mg/dl. The time difference between patient's meter and emt was unknown. Treatment was gluoctabs. No further information has been reported.